Event description:
On (B)(6) 2024 a patient (pt) reported an ¿issue in the past where they thought my cornea was herniated about 4 years ago¿ while wearing the acuvue® oasys® brand contact lenses (cls). The pt reported the right eye (od) was hurting very badly, there was a ¿spot¿ on the eye and the pt had difficulty seeing. The pt removed the suspect od cl due to the eye pain and went to the emergency room (ER), date not provided. The ER advised the pt to go to an optometrist. The pt visited an eye care professional (ecp), was advised ¿could have gone blind¿ and was prescribed an unknown antibiotic eye drop every 5 minutes, then every 10 minutes, then every 15 minutes and then decreased to hourly. The pt reported that 2 unknown eye drops were prescribed with alternating use, but no additional details could be provided. The pt was given ¿aggressive¿ treatment for what was thought to be ¿an ulcer,¿ but the pt can¿t recall the specific diagnosis. The pt returned for a follow-up appointment and advised ¿it was looking good.¿ the pt was instructed not to wear lenses ¿for a couple of weeks¿ with no additional details known. The pt reported the ¿spot¿ is still on the eye (in the colored part of the eye, near the pupil). It is unknown if there was a scar remaining. The pt has no medical records from the event. On (B)(6) 2024 a call was placed to the pt¿s treating ecp¿s office. A representative reported that the pt was seen on (B)(6) 2020 and was diagnosed with a ¿sight threatening¿ central corneal ulcer. The pt was seen in the ER on (B)(6) 2020 and ¿treatment¿ was started there. The pt was prescribed the corneal ulcer ¿protocol¿ of ocuflox, prednisolone, doxycycline by mouth (po) and vitamin c. No additional medical details were provided as the pt was required to sign a medical record release. Additional calls were placed to the pt on (B)(6) 2024 to request the pt sign medical release forms with the treating ecp¿s office. On (B)(6) 2024 a call was placed to the pt¿s treating ecp office. A representative confirmed the pt has not signed a medical release form. No additional information was provided. No additional medical information has been received. The suspect lot number is unknown. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.